Event description:
It was reported that the patient was admitted to the emergency room (ER) for syncope. An interrogation of the device shows t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.